Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown procedure using an attune total knee replacement (tkr) system. After the case was closed, the surgeon was notified that the tip of the kirschner wire with threaded tip (navigation pin) was missing. In the recovery, x-ray was done, and pin was seen in the tibia. Patient was notified and if no adverse event anticipated, the pin will be likely left in situ. No patient adverse events reported as of this time. This report is for one (1) k-wire. This is report 1 of 1 for (B)(4).

Event description:
The device broke on removal from the patient at the end of the case. It is the surgeon's opinion that the fragment is unlikely to migrate; more damage will be done if it is attempted to be removed. Patient outcome post-surgery is reported as satisfactory.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 292.820.01; lot: l831704; manufacturing site: (B)(4); release to warehouse date: may 07, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection. Investigation site: (B)(4); selected flow(s): 5. Broken. Visual inspection: upon visual inspection of the complaint device, it can be seen that the tip of the k-wire is broken off and missing, thus confirming the complaint description. Furthermore, some marks from use are visible on the surface. Document/specification review: drawings and revisions are in accordance to deice history record (DHR) of production lot l831704. All relevant features are defined on the used drawing revisions of DHR of production lot l831704. Dimensional inspection: during investigation, the diameter 3.00 0/-0.03mm was measured with the micrometer; the measure result is within accuracy (2.985mm). Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Material or hardness review: the raw material certificate was reviewed, and the used material was according to certificate. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that excessive force could led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.